Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose levels. The customer states the tubing was clogged, and their blood glucose levels went up to 468mg/dl. The customer states they treated the high level with manual injection. The customer declined to troubleshoot for the high blood glucose level. The customer inquired about upgrading their insulin pump. No further assistance was needed.